Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that she had been experiencing high blood glucose. Customer's blood glucose was over 300 mg/dl. Customer's blood glucose at time of call was 575 mg/dl. Customer treated her high blood glucose with insulin pump and manual insulin injections. After troubleshooting, customer as advised to change the entire infusion set, reservoir, and insulin. Customer was advised to contact her healthcare professionals regarding her high blood glucose. Customer will not be returning the device for analysis.